Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed but the stent remained in the vessel. Angiography was performed and the stent was found in the ostium. Subsequently, the stent was retrieved using a snare and the procedure was completed using a drug-eluting balloon catheter. No patient complications were reported and the patient's status was stable.